Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations were on critical override. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were went into critical override. A technical support specialist dialed into the server, ran a downtime query, confirmed communication and verified that the station was free from critical override and disconnected mode icons. This process was documented under master case 6053782. The system functioned as intended after the technical support specialist troubleshooted the device.